Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: one day post procedure. The pt underwent successful left internal carotid artery stenting in 2006 without incident. One day post-procedure, the pt experienced a stroke with visual field cut, right hermiparesis, and a confusional state. CT showed numerous small embolic appearing strokes not seen on first CT, consistent with embolic shower. The pt improved rapidly and the event resolved seven days later. No additional info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor. Study event.